Event description:
Customer reported an altitude alarm on their pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, as the pump was under warranty, and provided instructions for returning the problematic pump. The customer was advised to use multiple daily injections as a backup therapy and was informed about programming their settings and connecting their continuous glucose monitor to the replacement pump.